Manufacturer narrative:
Based on our investigation, the trajectories of the guide were determined to align with the doctor's treatment plan and production processes were properly followed. Multiple extractions and tissue flaps led to significant changes in patient morphology which could have caused improper guide seating that subsequently led to trajectory deviations. The doctor stated that anchor pins were placed and that the guide was stable, however, the doctor also stated that he used his hand to hold the guide down on the palate which further suggests that the guide was not seated properly. Sg006 - anatomage guide technical datasheet (rev I) is shipped with every guide and instructs doctors to not use the guide if significant seating issues persist. The doctor's treatment plan also placed the implants in close proximity to the palatal wall (0.34 mm - 0.74 mm) which does not allow for much deviation without impact to the palatal wall. Therefore, the trajectory deviations due to improper seating and the treatment plan likely led to the palatal wall perforations observed in surgery. Please see the attached analysis for specific details related to this narrative.

Event description:
The doctor reported that there were trajectory discrepancies at sites #5, 6, 8, and 9 after surgery using the surgical guide. The doctor was going to stop and re-assess after the first two osteotomies appeared off, but decided to continue. The osteotomies eventually tore into the palatal wall and removed a significant amount of bone. After realizing how much bone was lost, the doctor tried to repair and graft the areas. The surgery was completed using different sized implants than what was originally planned. Guide had minimal movement with anchor pins placed, and the doctor used his hand to hold the palatal area down.